Event description:
Please note: this report pertains to the second of three devices identified in this complaint. Refer to manufacturer report # 3005099803-2008-03143 for a description of the first device and refer to manufacturer report # 3005099803-2008-03145 for a description of the third device. According to the complainant, during product unpacking, it was observed the bottom of the navigator ureteral access sheath package was not sealed and not sterile. There was no patient involvement.

Manufacturer narrative:
A visual examination of the returned device confirmed the product was not sealed. The returned product was sent to the external manufacturer for evaluation. The pouch did not exhibit any indication of having been sealed. The root cause is a manufacturing issue.